Manufacturer narrative:
Pc-000206231 date sent to the FDA: 07/31/2018 additional information was requested and following was obtained: spoken with the reporting clinician, she has declined to give any further information. They report the removals as per mhra guidelines, but have no issues with the devices they implant themselves. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? What is the patient's current status?

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2006 and mesh was implanted. Following the procedure, the patient experienced pain on abduction of hip. The patient underwent partial removal of the mesh from the right groin. It was reported that the device was embedded in adductor magnus close to branch of obturator nerve. Additional information has been requested.